Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs- linear leads, upn: m365sc2158500, model: sc-2158-50, serial: (B)(4), batch: 14901460/14901460. Product family: scs- linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 18208921.

Event description:
It was reported that the patients right side was not getting coverage despite multiple reprogramming sessions. The patient underwent a replacement procedure, and was doing well postoperatively. The explanted ipg and percutaneous leads were discarded by medical facility.